Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the insulation of the right ventricular (rv) lead became "wound up" under the fixation sleeve. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that no insulation breach or kink was observed. The introducer test was also performed. Using an introducer sample in the lab, and with the returned stylet inserted in lead, the lead passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.